Manufacturer narrative:
(B)(4) final report. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Operative notes, x-rays and patient details could not be provided, however, the explanted device was returned for examination. Upon review of the returned device, good bon in-growth was observed on the porous surface of the stem, there was minor burnishing on the medial side and the thread at the extraction hole was deformed. Based on the information provided and following examination of the explant device, the root cause of the reported pain could not be identified. There is no evidence to indicate that the reported event is attributable to the device design, nor is there evidence to indicate a manufacturing or material non-conformance related failure. Therefore, corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trifit ts revision after approximately 7 months due to thigh pain.

Manufacturer narrative:
Per -(B)(4) initial report. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. The explanted device is being returned and will be reviewed at corin, details of this review will be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trifit ts revision after approximately 7 months due to thigh pain.